Event description:
It was reported during implant, the right atrial (ra) lead had a high threshold. The ra lead had been placed in the atrium while the patient was in atrial fibrillation. The lead was sutured in placed and the rhythm then converted to normal sinus before the lead thresholds were tested. Also, the suture sleeve was removed and in the process of doing so the lead insulation was damaged by the scalpel. The ra lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed) and the lead appeared damaged at implant.